Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The pod was received with the cannula not deployed. While awakening the pod using pod awakening tool, the needle/cannula got deployed. Pod download data showed that it completed first and second priming, and the pod got deactivated by the user at the end of second priming. Mechanism rail swage in the needle mechanism assembly was also found damaged around the brim. Upon close inspection, the chassis sub assembly near the release bar was found to be damaged. This finding indicated an interference between the release bar and the chassis sub assembly that contributed to the needle mechanism failure of needle not deployed, even after completing the second priming during operation.